Event description:
The account alleged the brakes set but are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster, hex rod and supports to resolve the issue.